Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k)- k926214. The actual sample was received for evaluation. Visual inspection revealed that the distal end had been broken. The total length of the area was covered with outer layer was approximately 1795 mm, which was 5 mm shorter than that of a current product sample. (In this report, unless otherwise noted, the left side of each image is the distal direction.) Total length of the area covered with outer layer: 1795 mm. Total length of a current product: 1800 mm. Magnifying inspection of the distal end found that the gold coil had been unraveled and the outer layer had been deformed. Electron microscopic inspection of the distal end found that the gold coil had been tapered and broken, and the outer layer had been torn off with some creases on the outer surface. X-ray fluoroscopic inspection of the distal section found that the core wire had been broken off at approx. 0.5 mm from the distal end of the outer layer. From this, it was presumed the length of the core wire missing from the actual sample was 5.5 mm. The missing length of the gold coil could not be confirmed since its distal end section had been unraveled. After the outer layer was removed, the broken end of the core wire was inspected under electron microscope and found not curved or tapered. Radial pattern was observed on the broken surface. The outer diameter of the actual sample was measured on the area other than the broken end section and confirmed to meet the factory's control criteria. Mechanism of breakage of core wire: the guide wire may get broken off when it has been subjected to one of the loads described below. In addition, as for the core wire, the state of the broken ends presents some regularity depending on the mechanism of the breakage. Pulling load to a test sample kept in a loop shape. The broken ends have been curved. This state is different from that observed in the actual sample. Repetitive bending load at a 90-degree angle. The broken ends are not curved. Dimple pattern is observed on the broken surface. This state is different from that observed in the actual sample. Continuous one-way torque load to a bent guidewire. The broken ends are not curved. Radial pattern is observed on the broken surface. This state is similar to that observed in the actual sample. One-way pulling load. The outside diameter of the core wire has been diminished toward the broken ends. This state is different from that observed in the actual sample. Simulation test: breakage of outer layer and gold coil. When torque load was applied continuously in the same direction until the core wire of a guidewire was broken, the outer layer was torn off. Subsequently, when a tensile load was applied continuously, the gold coil was broken also. Electron microscopic inspection of the broken section found that the gold coil was tapered and some creases were observed on the surface of the outer layer. This state was similar to that observed on the actual sample. A review of the device history record and shipping inspection record of the involved product code/lot# combination was conducted with no findings. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire gt and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the guide wire gt or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It was likely that this case might have been caused by the following mechanism as one of the possibilities. When the guidewire was operated for selection while it was in the state of being bent in a steep vascular anatomy, a continuous torque load in the same direction was applied to the part in question, which led to the breakage of the outer layer and core wire. Subsequently, a tensile load was applied to the area in question, which caused the gold coil to unravel and stretch. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the radifocus guidewire m was used during the procedure. At the end of the coil embolization procedure in a pediatric mapca case (coil embolization procedure prior to the fontan procedure), when the guidewire was removed from progreat, the tip broke off and was left in the vessel (thyroid carotid artery). When we attempted to select a vessel in this carotid artery, they found that the artery was very steep. We attempted to retrieve the torn wire with a snare, although they could not do so because of the difficulty and the risk of it migrating to the vertebral artery or subclavian artery. Since it was also the target site for coil embolization, they again advanced the gt wire first and then the progreat distal to the torn wire, and completely embolized it with a coil made by another company, completely filling the area around the torn wire with coil. No residual shunt blood flow was observed on postoperative contrast. The tip of the wire broke in the body, and coil embolization was performed on the blood vessel where the wire remained. The final patient impact was unknown. The procedure outcome was not reported.